Manufacturer narrative:
A smart card was the only item received for evaluation. Analysis of this complaint proceeded based only on a review of the smart card data. Review of the smart card data found that a return pressure test fail alarm occurred, then a system pressure alarm occurred after 212 ml of whole blood had been processed and a return pressure warning for pressure above the upper limit occurred after. Also, three (3) return pressure test fail alarms, three (3) air detector alarms occurred and the value for fluid balance, whole blood processed and all the significant volumes went to 0. These are indications that the instrument had defaulted to new treatment upon boot up. Review of the smart card data confirms that the operator interrupted this treatment at the point in the treatment noted in the complaint description, but it could not confirm that the reason for the interruption was a leak in a pressure dome, nor could it determine if there was an issue with the kit that caused or contributed to the observed alarms or reported pressure dome leak. The cause of the reported system pressure dome leak could not be determined. Based on the analysis, no remedial actions will be conducted. Investigation completed. (B)(4). Device not returned.

Manufacturer narrative:
System was used for treatment. Kit lot e334 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint category pressure dome membrane leak and no trend was detected for this category. Service order (B)(4) completed: service engineer cleaned small amount of excess blood, checked & adjusted centrifuge pressure dome & adjusted hct sensor. This assessment is based on the information available at the time of the investigation. At the time of this report, the product return evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. (B)(4). Device not returned.

Event description:
Customer called to report system pressure dome leak during treatment procedure. Customer aborted the treatment with no return of blood/products to the patient. 200 ml whole blood processed. Customer stated patient was stable. Customer requested service to check the instrument. Customer to return kit for investigation.